Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4) date sent: 3/22/2016 concomitant medical products: information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # (B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: did the device cut? Yes. If the device cut, was the cut line fully circumferential around the target tissue? The surgeon took actions immediately as the whole staple line malformed. If the device fully cut, were both donuts complete? He did not observe the donuts. What was the users experience with the device? He has much experience. What is the current status of the patient? He is in recovery. There is no other adverse consequence for the patient reported so far.

Event description:
It was reported that during an open radical gastrectomy procedure, the device was used to anastomose the stomach and ileum. The surgeon felt it difficult to squeeze the firing trigger after fired a half. The surgeon compressed until he could not fire any further with the device set at 1.5mm. There was no audible feedback or tactile feedback. After the surgeon removed the device, he found the staples malformed with legs straight. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.